Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge despite attempting multiple power sources. The customer's blood glucose level was in the 300's (mg/dl) with ketones. Reportedly, the customer would administer a manual injection. It was confirmed that the customer had a backup method of insulin delivery available.